Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device bearings were damaged. It was noted in the service order that the device sleeve and bearings were defective and the minimal vibration test was aborted because the device heated up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).device manufacture date: the device manufacture date was documented as november 18, 2009 in the initial report. The device manufacture date has been updated as may 20, 2003. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.